Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code:(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused; the infusion finished 6 hours earlier than the expected duration. This issue was identified during patient infusion. The device was filled with fluorouracil aqueous solutions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from december 16, 2022 to december 19, 2022. H10: the actual device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The sample was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.